Event description:
It was reported that at the implant procedure, the physician took the lead and deployed the lobes incorrectly and requested a new lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).